Manufacturer narrative:
Complaint no: (B)(4). The patient reported the lot number as being h15g20105 or h15h27017. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cassette patient line could not connect to the transfer set. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The actual device was not available; however, two companion samples were received for evaluation. A visual inspection was performed; no issues were noted. Functional testing of the device included leak testing, clear passage testing, clamp function testing and simulated-use testing; no issues were observed that could have caused or contributed to the reported issue. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. The reported issue was not verified and the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.